Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states the catheter shaft became dislodged from hub and subsequently dislodged from patient. The hub remained sutured in place to skin, however, the catheter shaft completely separated from hub. Current crrt therapy was discontinued and a renal doctor was notified. The hub was removed from the skin and placed in biohazard bag along with the catheter for evaluation. There is no additional information available.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.